Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
Concomitant medical products: 6944, lead,not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the ra lead was not replaced as the sensing was excellent. Ra lead output settings were re-programmed to maximum outputs with atrial capture demonstrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.